Manufacturer narrative:
The reported device was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation did not reveal any malfunction. The reported malfunction could not be duplicated during the functional testing process. Pictures of the reported event have been attached. Factors which could have contributed to the reported event include a firmware issue which can disrupt syncing the camera head and the camera control unit (ccu) together.

Event description:
It was reported that the lens integrated camera system had double screen images, washout images during used. No patient injury was reported.

Manufacturer narrative:
Lost of visualization was included as part of the event description.

Event description:
It was reported that the lens integrated camera system had double screen images, washout images during used. Lost of visualization was confirmed. No patient injury.